Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preparation for use of the device, the central control monitor of the heart lung console did not function. Control of the console's pumps and safety devices remained available through local controls. There was no adverse consequence to the pt as a result of this event.